Event description:
MFR received a report from an attorney alleging that a pt sustained a fractured knee when the commode she was using broke. The commode has not been returned for evaluation and a specific malfunction has not been reported.